Event description:
The customer reportedly obtained a 258mg/dl on the accu-chek advantage system in comparison to the lab result of 42mg/dl. The results were obtained within a ten minute timeframe at the customer's physician's office. The customer felt shaky. He did not treat himself at his physician's office. He ate food once he arrived home and felt better 15 minutes afterward. The customer did not seek medical treatment. No adverse event reported. A request was made for the return of the suspected product; replacement was sent.